Event description:
It was reported that the pt received a power-on-reset (por) message while performing a physician mode recharge at home. No pt symptoms, treatment, or outcome were reported. Additional info has been requested from the hcp, but was not available as of the date of this report.